Event description:
It was reported that a pt monitored by a solar 8000m experienced respiratory difficulty and an apnea alarm was not heard by staff or family. Family at the bedside noticed the event and notified the staff. The pt required resuscitation. The site reports that the pt was without oxygen for an undisclosed period of time. The pt was last reported to be in a coma with poor prognosis. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
The initial reporter is a ge healthcare biomedical engineer that is located on site.